Event description:
It has been reported to philips that the x ray was not enabling. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the procedure and the coronary diagnosis procedure was aborted, rescheduled and was completed on later date. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not x-ray which resulted in no images. Review of the system log file showed x-ray generator errors. Upon troubleshooting, fse found the generator would not turn power on and the reboot did not rectify the issue. Fse replaced various circuit breakers, transformers, relays, power contractor and power on circuit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.